Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02749, 3006705815-2023-02750. It was reported that the patient experienced discomfort at the ipg site and was not receiving effective therapy due to the leads migrating. X-ray imaging was done to confirm lead migration. Surgical intervention was undertaken on (B)(6) 2023 where the ipg system was explanted.